Event description:
It was reported that during a sleeve gastrectomy procedure, during the creation of the staple line, the surgeon used the device with the green reload for the first firing on the antrum. After completing the first reload firing, the surgeon handed the device to the scrub nurse. The scrub nurse claimed to unload the device, washing its jaws in saline and then reloading it with the green reload according to the surgeon's preference. The surgeon introduced the device through the trocar and placed its jaws in place in order to fire the second 60mm line. Claiming to wait 15 seconds, the surgeon fired the second magazine. After opening the device jaws, the surgeon claimed that two thirds of the staple line was not properly closed. The staples were with their legs open. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.